Manufacturer narrative:
The reported event of stretched helix was confirmed. Final analysis found the outer helix was noted to be stretched out of specification which is consistent with having occurred during procedure. No further anomalies were detected. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for aveir leadless pacemaker (lp) implant procedure. During the procedure, the helix of the atrial lp was noted to be stretched. The procedure was completed using an alternate device on (B)(6)2025. The patient was stable.